Event description:
It was reported that the trocar and rod detached multiple times using three different rod inserters with percutaneous peek rod set. The surgeon switched to a titanium rod and experienced the same problems again. All three swing arms in the hospital were utilized and still the problems continued. The surgeon eventually removed all the peek rods and screws. The surgeon used different screws and rods to complete the surgery.

Manufacturer narrative:
(B) (4): the trocar was returned for evaluation. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. A review of the device history records did not identify any applicable nonconformance to specification.